Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the ventricle port of the pulse generator. The lead was inserted and secured. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).